Event description:
As reported, during an inguinal herniorrhaphy procedure the experienced surgeon tried to fixate the 3dmax light mesh using sorbafix enhanced fixation device. It was reported that the device released five fasteners near the cooper's ligament. It was further reported that fired fasteners did not fixate with mesh and loose fasteners were removed from patient body. The procedure was completed using another device. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners failed to fixate the mesh. There was no reported patient injury. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describes the proper technique for successful fastener delivery. The precautions section of the IFU states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.